Event description:
It was reported that, during testing, a 980 ventilator generated a ventilator disconnect alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported condition. As a precautionary measure, the se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the hot film element (wire) was broken. The product analysis technician reported that root cause was due to customer mishandling. If information is provided in the future, a supplemental report will be issued.